Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer¿s blood glucose level. Technical support provided information to reset the pump, and the caller was assisted with the reset, although they did not have charging supplies and planned to call back later for further assistance. No additional information was received regarding the outcome of the event.